Manufacturer narrative:
The device was returned to edwards for evaluation. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Customer report of paravalvular leak could not be confirmed through visual observations. X-ray demonstrated wireform intact. As received, valve had a reddish tinge around the whole valve. Leaflet 1 had a crease near the wireform. Wireform was exposed around leaflets 1 and 2 on the outflow aspect. No other visual inconsistencies were observed from the returned valve. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm pericardial aortic valve, implanted approximately five (5) years and ten (10) months, was explanted due to paravalvular leak. The severity of the paravalvular leak is unknown. The device was originally implanted for aortic valve replacement. The device was explanted and replaced with a non-edwards valve with no adverse patient events reported. The patient status was reported as under treatment. The device was returned for evaluation. There was no allegation of device malfunction.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, g3, g6, h2, and h3. H3: product evaluation: customer report of paravalvular leak could not be confirmed through visual observations. X-ray demonstrated wireform intact. As received, valve had a reddish tinge around the whole valve. All three leaflets appeared thickened and swollen along the free margins.

Event description:
Edwards received information that a 23mm 3000 pericardial aortic valve, implanted approximately five (5) years and ten (10) months, was explanted due to paravalvular leak. The severity of the paravalvular leak is unknown. The device was originally implanted for aortic valve replacement. The device was explanted and replaced with a non-edwards valve with no adverse patient events reported. The patient status was reported as 'under treatment'. The device was returned for evaluation. There was no allegation of device malfunction. The device was permitted to dismantle after necessary evaluations.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.